Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed tower door. The field service engineer performed corrective action on door 2 and the customer was able to access the medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed tower door. The customer stated that the tower 1 door 2 keeps failing, can recover but then it just fails again. The customer tried restarting the device, but the issue stayed back causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.